Event description:
Customer reported that the application was not running on the pyxis medstation system es and was not able to administer medication, metoprolol ir 25mg tablet. The patient had atrial fibrillation (a-fib) . There was a delay of approximately 17 mins in obtaining the medication that resulted in patient harm and required medical intervention. They did not indicate what type of harm or medical intervention occurred.

Manufacturer narrative:
Customer reported that the application was not running on the pyxis medstation system es and was not able to administer medication, metoprolol ir 25mg tablet. The patient had atrial fibrillation (a-fib) . There was a delay of approximately 17 mins in obtaining the medication that resulted in patient harm and required medical intervention. They did not indicate what type of harm or medical intervention occurred. Complaint captured in file(B)(4). A technical support specialist evaluated the device and determined that the malfunction was caused by the device's third-party antivirus software. The third-party software provider released an update that raised system requirements for their mcshield application. This update increased cpu usage during system start up, leading to the reported malfunctions. Investigation is ongoing.